Manufacturer narrative:
(B)(4). Batch #: p57z2u. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was received with an ecr60b cartridge loaded on the device. The cartridge was received unfired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the jaws of the device were ever opened? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device? (Removing the battery, rotating it 180 degrees, and reinserting it; squeezing the closing trigger while simultaneously depressing the anvil release button; pressing the knife reverse button, activating the manual override lever)? If none of these troubleshooting steps worked, how was the device removed from the tissue? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure that the jaws didn¿t open and the battery appears to be dead. Another like device was used to complete the procedure. There were no adverse consequences for the patient.